Event description:
It is reported that the resolute onyx drug eluting stent was being used to treat a lesion in the cx. The lesion was very calcified. The device was removed from the packaging per IFU, with no issues noted. The device was inspected with no issues noted. Negative prep was performed with no issues noted. Pre-dilation was performed twice with a compliant balloon (12atms and 14atms). Resistance was encountered when advancing the device through the lesion. The device failed to cross the lesion and during removal the stent got caught on calcium within the lesion. On removal it was noticed that the stent was damaged. Another device was used to treat the patient successfully. There was no patient injury reported. Device evaluation: the tip was flared. A number of struts on the 2nd proximal segment were raised and deformed. The remaining segments were intact. Please note that this device (resolute onyx rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
(B)(4). Results and conclusion: (stent deformation). (Very calcified lesion). (Stent).